Event description:
Inbound. Patient reported cadd legacy pump no disposable alarm when new remodulin prefilled cassette attached and pump turned on. Patient reported a crimp in cassette tubing on top of cassette. Back up pump started beeping when powered on with same cassette also. Cassette wasted. No further details provided.